Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer began insulin therapy via the pump, and forgot to set up a portion of the pump settings. Tandem technical support guided the customer through inputting the pump settings. Customer's blood glucose level was 163 mg/dl.

Manufacturer narrative:
The reported event was a training issue. There was no malfunction of the device.